Event description:
The customer reported the psi was higher than the normal range and when the device was changed the values were in the normal range. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was unable to power on using battery power but turned on using ac power. Once the battery was charged it could be used for subsequent testing. With a known good radical-7 docked into the root the device was able to obtain readings and alarmed audibly and visually under alarm conditions. Psi measurement comparison testing was completed and the returned device functioned comparably to a known good device. No issues related to measurement accuracy were identified, the device is fully functional.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the psi was higher than the normal range and when the device was changed the values were in the normal range. No patient impact or consequences were reported.